Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer. The device was return for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified that the shaft polymer extrusion was kinked at approximately 15mm proximal of the guidewire port. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atmospheres. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atmospheres. The procedure was completed with a different device. No patient complications were reported.